Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens before discovering it was torn during insertion. The lens was cut out of the eye with any pt surgery.

Manufacturer narrative:
Evaluation results (other): visual inspection of the returned product showed that part of the optic was torn off and missing and there was a clear surgical residue on the lens. Conclusion (other): an investigation was opened to evaluated a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridges directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.